Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 7418459 left. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient who underwent breast augmentation on (B)(6) 2017 developed left breast implant deflation that was observed on (B)(6) 2017. The patient has an infection that developed to the left chest wall extending to the left breast implant pocket and required removal of the implant on (B)(6) 2017. The cultures demonstrated an atypical mycobacterium that was treated with long term on antibiotics. The patient also underwent fat grafting procedure on unknown date on the left side after (B)(6) 2017 device removal. On (B)(6) 2018, the patient underwent placement of new mentor implant on the left side and an internal capsulorrhaphy and implant replacement on the right side due to right breast implant inferior descension. Both sides were mentor saline replacements.